Manufacturer narrative:
Updated fields: b4; d8; d9; g1; g6; h2; h6 type of investigation, investigation findings, investigation conclusion, component code. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse confirmed the problem stated by customer. Unit was leaking helium at a rate of 72 psi during 5 minutes leak test. The fse checked for helium leak in the cart helium line, tested cart and pump separately. Pump would pass helium leak test, and cart would pass helium test individually. Unit would fail leak test when pump was connected to cart. The fse replaced helium quick connect o-ring. The fse tighten up all helium junctions on cart and retested after each junction. Pump would failed each time. The fse continued to search for helium leak, retighten all helium connections and was able to bring down helium leak to 24psi under 5 minutes. The fse tighten up the quick connect on the pump coming from the helium refill station and ran helium leak test, unit is now passing with an acceptable range of 16psi. The fse performed all functional checks and calibrations, unit passed all test and is now ready for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) is leaking helium. There was no harm reported.